Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2012 and a suture ligature was used. The suture broke when the cannula was broken at the breakpoint without using force. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cause for the breakage could not be determined. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.